Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally submerged the ilet pump in water, after which the device stopped functioning and would not respond to the sleep/wake button; the user transitioned to multiple daily injections and blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included replacement supplies shipped and completion of troubleshooting and education. Investigation included verification of shipping and return logistics, user guidance on data sync and startup expectations, and confirmation that no device alerts or alarms occurred. Investigation of this device was confirmed and revealed a device malfunction consistent with fluid ingress resulting in unresponsive controls, with no transferable device data and no contributory software alerts identified. It was concluded, based on previously established findings for similar reports, that the cause was external damage due to fluid exposure.